Event description:
The customer contact reported no suction. During incoming inspection prior to clinical use, it was reported that after the suction liner was inserted into the device, the suction liner lid did not fit tightly on the device; therefore, no vacuum was created. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.